Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple infusion set cannulas had become bent leading to elevated blood glucose levels ranging from 298 to 318 mg/dl. The customer changed the infusion set sites and delivered correction boluses via the pump.